Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. Per sample evaluation from investigator via email on 23feb2022, asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley. Visual inspection of the sample noted no obvious visible observation. No missing pieces. Inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated passively with no issues. No leaks observed. Dissected balloon to find inflation notch perforated. Also noted asymmetrical balloon with concentricity was observed to be 80:20 as compared. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest.